Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/16/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - if possible, could you please provide the lot number? Received information as following from sales rep via phone today. The lot number is 108bap. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a heart fluid removal surgery procedure on (B)(6) 2026 and suture was used. It was reported that the problem of pulling off suture needle happened in heart fluid removal surgery. Changed another one to continue the surgery, the suture got split in the surgery. Changed another one to continue the surgery, the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. The needle did not fell into the patient. There were no patient consequences reported. Additional information was requested.